Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter tubing was confirmed. The product returned for evaluation was a 4f sl groshong nxt clearvue extension assembly. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the extension tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ granular fracture surface texture (typical of tearing failure modes) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product." This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported deformation occurred when fluid was pushed through the extension tubing, eventually causing the tube to burst. When the broken part of the sealing tube was pushed in, bubbles formed, causing deformation, and then it broke. The transparent part of the extension tubing showed a significant increase in elasticity and stretched a long distance. The catheter was left in place for two months, and the patient recovered without the need for corrosive drugs or violent flushing of the tube, and there was no blockage at the front end. The extension tubing has been replaced. No patient injury. It was reported this occurred with three devices. This report addresses all three devices.

Event description:
It was reported, deformation occurred when fluid was pushed through the extension tubing, eventually causing the tube to burst. The catheter was left in place for two months, and the patient recovered without the need for corrosive drugs or violent flushing of the tube, and there was no blockage at the front end. Additional information received on 5/12: the extension tubing has been replaced. No injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.